Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. The ventilator failed the o2 leak test from the ltv final test. Inspection of the o2 blender revealed solenoid #1 and #2 would spin. This condition of the solenoids on the o2 blender can cause the low o2¿ alarms. Carefusion replaced the o2 blender to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was getting "low o2 pressure" alarms intermittently. While in service, it was confirmed that the alarms were due to a malfunction within the ventilator. This reportable event was discovered while in service, therefore there was no patient involvement.